Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the implant procedure, the aortic body stent graft was deployed below the intended landing zone in the vicinity of aortic dilatation; however, the final angiogram indicated successful aneurysm exclusion. On (B)(6) 2014, the patient presented with a type ia endoleak; a re-intervention was performed on (B)(6) 2014, placing an iliac limb extension and a balloon expandable stent in the proximal seal zone followed by ballooning, but the endoleak persisted. A review of the post-reintervention angiogram shows evidence of contrast outside the graft lumen; however, the location/type of the endoleak could not be determined. As of the date of this report, the patient continues to be monitored with no additional sequelae reported.

Manufacturer narrative:
Device remains implanted.